Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance and a lead fracture was suspected. The physician chose to inactivate the lv lead at the time the high pacing impedance was observed. The physician then abandoned and replaced the lv lead at a later date. No patient complications have been reported as a result of this event.